Manufacturer narrative:
The reported failure message indicated that the unit has detected an error condition which is related to a problem with the potentiometer used for setting of o2 portion of the breathing gas. The specific nature of the malfunction is known from earlier reports. The respective potentiometer had developed an oxide layer, most likely due to not being turned for a longer time, which resulted in contact problems. The oxylog 3000 is an emergency and transport ventilator which requires during use constant supervision of patient and device by a trained operator. A back-up ventilation method has always to be kept available. The device has responded to the particular error condition as specified and alerted the user via the reported alarm. Dräger has developed a software upgrade which requires that the user rotates the potentiometers during the mandatory pre-use check. That movement will prevent from development of an oxide layer.

Event description:
It was reported that during an inner clinical transport the device generated alarm, showed a failure message on the display and switched off. No injury reported.